Event description:
Consultant reported a patient with ruptured prosthesis. This relates to the right device. The device status is unknown.

Manufacturer narrative:
Since the date of explant was not provided and there is no proof of explanation, device is considered implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 initial reporter - phone number: (B)(4).a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.device evaluation: based on the device analysis grid, the assessments of the complaint are:¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive.no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.